Manufacturer narrative:
No button error alarm was noted during testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she was asleep and woke up with the pump alarming. Customer tried to clear the alarm but nothing seemed to work. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.